Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and experienced bleeding. The biopsied lesions were 1.8cm and 2.6cm in size and were located in the lower left lobe - superior segment and right upper lobe - apical segment respectively. Due to the bleeding, the procedure was converted to endobronchial ultrasound (ebus) which was diagnostic. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) made multiple attempts to obtain additional information; however, as of the date of this report, no new information had been obtained.